Manufacturer narrative:
It was reported that the compressor did not start. The compressor was investigated on site and the capacitor for motor was replaced. The replaced part was returned for investigation. The reported failure could be reproduced when the returned capacitor for motor was connected to a reference compressor. The conclusion is that the reported failure was due to defective capacitor for motor. The root cause could not be determined. If the compressor cannot provide enough compressed air during operation alarms will be generated. A connected ventilator will alarm for low airway pressure and high o2 concentration.

Event description:
Manufacturer's ref #: 322092.

Event description:
It was reported that the compressor motor was not running after switched on. The patient involvement is unknown. (B)(4).